Event description:
When the lag screw step drill gamma3 was used in the surgery it was found broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.